Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Photo received. Description of event, symptoms, manifestation of reaction- for each of the patients the pa reported that the skin irritation happened 5-7 days post op. Were any cultures taken? Results?- no. Please describe how was the adhesive was applied- according to the IFU. What prep was used prior to, during or after adhesive use? Chloro prep. But all prep is wiped off with water, followed by alcohol, followed by more water. Then incision is dried was a dressing placed over the incision? If so, what type of cover dressing used? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown as most patients do not know this. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No. Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions)- not reported by patient. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Product code and/or lot of product used? Clr222us. Current patient status. Name of surgeon? Dr. (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis.- no it is applied to patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: the physician assistant has been using dermabond prineo for 6 years. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> unknown, did the patient require revision surgery or hardware removal? --> unknown, patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> redness, inflation, blistering, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> yes, if yes, describe --> patients had to come back to office to get prineo removed and steroid applied , is the patient part of a clinical study --> unknown, additional information has been requested and received. ¿ have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - no not previously reported. ¿ if this event occurred in multiple procedures, please provide the following information for each patient event: all patients were tka patients. - what is the procedure date? I don't not know all the specific dates. - what date did the reaction occur on? 7-10 days post op for all patients. - what does the reaction look like and how large of an area does the reaction cover? I have attached pictures of 4 of the patients. - do you have any pictures of the reaction? Yes. - was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify.- it was reported to me that bandage was removed, and a topical steroid was prescribed. - if medication was required, please clarify if it was prescription strength. I am not sure - what is the most current patient status? - can you identify the product code and lot number of the product that was used? - was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? None were revisions. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 4 photos were mentioned to have been attached, however they are not in the file. Please forward the photos. Description of event, symptoms, manifestation of reaction were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee arthroscopy on an unknown date in 2025 and topical skin adhesive was used. Patient had a severe reaction 7-10 days post op, with redness, inflammation, blister and bandage removed. A topical steroid was prescribed. Additional information has been requested.